Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files or device history record are available. Sutter w, alsac jm, ben abdallah I, michel c, julia p, empana jp, el batti s. Treatment of aortoiliac occlusive lesions by aortic robotic surgery: learning curve and midterm outcome. Ann vasc surg. 2024 jul;104:258-267. Doi: 10.1016/j.avsg.2024.02.018. Epub 2024 apr 7. Pmid: 38593921.

Event description:
A literature article described a prospective single-center study of patients with aortoiliac occlusive disease (aiod) that underwent robotic-assisted laparoscopic (ral) revascularization procedures. The study was conducted from february 2014 to february 2019 and included 70 patients. The aim of the study was to assess the surgeon learning curve and the feasibility, safety, and midterm outcomes. It was reported that a 50-year-old patient who underwent an aortobifemoral (abf) bypass for trans-atlantic inter-society consensus (tasc) d lesions faced multiple complications requiring several interventions. On day 6 post-surgery, the patient required an allograft replacement due to early infection and peritonitis caused by a left colonic injury. Following this, the patient experienced a rupture of the allograft leg, initially treated with a covered stent. A subsequent rupture of the second allograft leg was also managed with a covered stent. Ultimately, the allograft was removed and replaced by an axillo-bifemoral bypass on day 41, accompanied by pedicled sartorial flap surgery for further stability and later closure of the colostomy. There were no specific da vinci device malfunctions reported, nor did the authors suggest that isi products caused or contributed to any adverse event.